Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the flange detached from the outer cannula when used at the beginning as one flange pin was broken. There was a required reintubation reported.